Event description:
The hosp reported that before a coronary artery bypass procedure hs iii proximal seal improperly loaded and was out of the tube. A second device was opened and the same incident occurred. A third replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. No evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements were taken; the inner delivery tube, the outer and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The confirmed failure mode has been investigated in the CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number trackwise # (B)(4) autonumber (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).